Manufacturer narrative:
(B)(6). In order to determine the cause of these errors #111 and #118, the getinge field service engineer (fse) that encountered the issue in an attempt to fix the problem initially replaced the executive processor board with a new one and the issue remained. The new executive processor board was removed and the original board was re-installed into this iabp. Then the solenoid control board was replaced with a new one and the issue remained. The new solenoid control board was removed and the original board was re-installed into this iabp. The drive manifold assembly was replaced with a new one and the issue remained. The new drive manifold assembly was removed and the original drive manifold assembly was re-installed into the iabp. The backplane board was replaced with a new one, and the issue reamined. The new backplane board was removed and the original backplane board was re-installed into the iabp. Finally when the video generator board was replaced with a new one, the issue was resolved. Later on, the original video generator board that was installed in this iabp was installed into another iabp and the reported errors #111 and #118 was confirmed to be duplicated as well. The repairs for this iabp have not yet being completed. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during an operation check that was performed by a getinge field service engineer (fse) before delivery of a cardiosave intra-aortic balloon pump (iabp) to the customer, a system shutdown occurred, and had error codes # 111 and # 118. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed, and error codes 111 and 118 were observed and a leak was found in k4. The unit was repaired by replacing k4 and tested and no further non-conformances related to the reported event were noted prior to release of the unit. A getinge representative advised that the video generator board was replaced to repair the unit and running test was performed for one month. The reported issue was resolved and the repair of this iabp unit was completed. Additionally, although this iabp unit was supposed to be installed in the facility, the reported issue was found out by our fse at our service center prior to its installation. Therefore another iabp unit is being considered to install in the facility and this iabp unit might be used as a fixed asset at getinge's service center. The suspected faulty board will be returned to our national repair center for failure investigation, and a supplemental report will be submitted upon completion of this investigation. Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11 .corrected field: b5.

Event description:
It was reported that during an operation check that was performed by a getinge field service engineer (fse) before delivery of a cardiosave intra-aortic balloon pump (iabp) to the customer, a system shutdown occurred, and had error codes # 111 and # 118. There was no patient involvement, and no adverse event reported. This is an out -of- box failure of the iabp.

Manufacturer narrative:
In regards to which iabp unit was decided to be installed at the facility, a getinge representative reported that another new cardiosave iabp with serial number (B)(6) was installed instead at this facility. The other iabp that had the issue was installed at another facility for clinical use after its repair.

Event description:
It was reported that during an operation check that was performed by a getinge field service engineer (fse) before delivery of a cardiosave intra-aortic balloon pump (iabp) to the customer, a system shutdown occurred, and had error codes # 111 and # 118. There was no patient involvement, and no adverse event reported. This is an out -of- box failure of the iabp.

Manufacturer narrative:
The date received by mfg (g3) in follow up emdr#3 was incorrect. The correct date received by mfg (g3) is 28-apr-2021.

Event description:
It was reported that during an operation check that was performed by a getinge field service engineer (fse) before delivery of a cardiosave intra-aortic balloon pump (iabp) to the customer, a system shutdown occurred, and had error codes # 111 and # 118. There was no patient involvement, and no adverse event reported. This is an out -of- box failure of the iabp.

Event description:
It was reported that during an operation check that was performed by a gettinge field service engineer (fse) before delivery of a cardiosave intra-aortic balloon pump (iabp) to the customer, a system shutdown occurred, and had error codes # 111 and # 118. There was no patient involvement, and no adverse event reported. This is an out -of- box failure of the iabp.

Manufacturer narrative:
It was reported that the suspected faulty board will not be returned for evaluation.